Event description:
Additional information received reports that only one lead is fractured. Therefore, this lead is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that only one lead is fractured. Therefore, this lead is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on their leads. X-rays confirm there is a possible fracture. Surgical intervention may be pending to address this issue.